Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: "suspected rupture"

Event description:
Healthcare professional reported a left side capsular contracture, baker grade ii with "suspected rupture" and "breasts are sagging". The device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: capsular contracture : unable to observe since it is a medical event and is not related to the device. Rupture: no observed. Visibility/ palpability : unable to observe since it is a medical event and is not related to the device. Additional observations: deformation observed on the device. No further actions are required as no issues with the manufacturing process are observed.

Event description:
Healthcare professional reported a left side capsular contracture, baker grade ii with "suspected rupture" and "breasts are sagging". The device has been explanted.

Event description:
Healthcare provider later reported "during surgery implant was found intact.

Manufacturer narrative:
Additional, changed, and/or corrected data.